Manufacturer narrative:
(B)(4). Baxter evaluated the device in question for 48 hours and no occurrence of a system error 322 was observed. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. At this time, the date of event is unk.

Event description:
It was reported that a pump alarmed for a system error 322 while delivering saline to a pt (programmed amount and delivery rate unk). It was also reported that there was no pt injury.